Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and there was premature battery depletion of the cardiac resynchronization therapy defibrillator (crt-d). The pace/sense portion of the rv lead was capped and replaced and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.